Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump started giving low readings and the customer went down to 40mg/dl and had no symptoms, the customer checked their blood glucose thought something was wrong with sensor so they changed it, calibrated and then got up this morning and had a sensor reading of 260 and blood glucose of 291. The customer reported a bent sensor. The customer treated their blood sugar with a bolus. Nothing is returning.